Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer performed a system check and it appeared that the occlusion was possibly related to the infusion site. The customer's blood glucose (bg)level was 300 mg/dl and an insulin injection was administered to address the bg level. Reportedly, the customer was using apidra insulin in the cartridge.